Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device and delivery system (wds) was advanced during a left atrial appendage (laa) closure procedure. During deployment, a kink occurred to both the was and wds. The kink was due to the trajectory of the sheath and the laa anatomy. Case was aborted. No patient complications occurred.